Event description:
Smiths medical intl reported to smiths medical intl in another country, that spontaneously and several times without any handling on the device, there was a joint separation at the arteral side of the tubing. There was no pt injury or treatment associated with this event.

Manufacturer narrative:
The subassembly in question is manufactureg by smiths medical. This assembly is inc into the finished product by smiths medical intl in another country. The finished product is further assembled, packaged and sterilized by smiths medical intl. The customer indicated that samples were unavailable for return. Smiths was unable to confirm the issue or determine a possible cause without returned product eval. This issue is being monitored for trend. No add'l action is necessary at this time. Smiths considers this MDR closed with this report.